Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 596 mg/dl which was treated with insulin syringe. Customer¿s current blood glucose was 258 mg/dl. Customer had symptoms like chest pain. Customer stated that the drive support cap appears to be normal. Customer reported that insulin exited at the qr. Customer performed high pressure test and no delivery was found. Insulin pump will not be return for analysis.